Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On (B)(6) 2010, product surveillance spoke with the home patient (hp) who stated that everything was going well with therapy. The hp confirmed there was nothing unusual with the cassette. There was no sample available as it was discarded and lot number was unknown. An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable because the home patient (hp) was connected during priming. The hp stated she connected during priming but closed the patient line clamp. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The lot number was unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during priming. The hp stated she connected during priming but closed the patient line clamp. The technical service representative (tsr) explained that se 2240 indicates a large amount of air had entered the cassette. The tsr instructed the hp to cycle power to clear the alarm. The tsr advised the hp not to connect until hc displayed "connect yourself". The tsr further explained that the patient line had to prime prior to connecting otherwise the line would be full of air. The hp confirmed she would restart therapy with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.